Manufacturer narrative:
(B)(4). The customer reported to have passed the extended self-test and calibrated the o2 sensor. The ventilator passed all testing.

Event description:
It was reported that the ventilator was inoperative and displayed an error message. There was no patient connected to the device.